Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage at multiple locations, with struts in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred a 3.00 x 32mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was out just before the deployment. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 32 mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was out just before the deployment. The procedure was completed with a different device. No patient complications were reported.